Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4136 competitor implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead was suspected to have fractured due to consistent high impedance measurements. Therefore, the rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.